Manufacturer narrative:
The main component of the system and other applicable components are: product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead.

Event description:
The consumer and health care provider (hcp) reported that the patient had a loss of therapy since (B)(6) 2015 and a dead battery was suspected as the root cause. The patient had vomiting, nausea, diarrhea, constipation, and stomach pain due to a gradual change in therapy. The patient's symptoms started getting worse in 2016, but really increased in (B)(6) 2016 per the patient. The patient was seen by their hcp on (B)(6) 2015 to check the device and for an adjustment of settings. The settings were changed to 5.0v, 330 pulse width, 28 hz, with cycling on for 0.5 seconds and off for 5 seconds. The patient was seen again on (B)(6) 2016, but there didn't appear to be any changes made to the settings per the hcp's notes. The nurse was able to communicate with the implant, took the therapy impedance measurement, and the result was 677 ohms. The current was at 5.0 ma and voltage of 3.4v and it did not accept new parameters. The nurse wanted to program using current voltage. The results of impedance for 2 and 3 was greater than 800 ohms, but less than 4000 ohms. Case and 2 was at 579 ohms, case and 3 was at 467 ohms, and 2 and 3 was at 697 ohms. The battery status was ok and the longevity was 103 months provided on the clinician programmer. The hcp was going to reprogram the patient with new settings on (B)(6) 2016 to see how that helped with their symptoms. They programmed the patient at 7.0v, 330 pulse width, 33 hz, with 3 positive and 2 negative. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.